Event description:
The customer reported that there was no display when unit was turned on.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is still under investigation.